Event description:
It was reported that the patient experienced occlusion. The right atrial (ra) lead exhibited chronic elevated thresholds. The ra lead was explanted and replaced. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.